Event description:
This report was rec'd from the customer assistance ctr, this call was rec'd by them on 12/8/06, this report was just sent to quality on 12/19/06. Customer discontinued pt. When unloading the system customer stated the access pod broke. Customer stated she did unload the set according to the advisory directions. Customer stated she was not concerned, but was told to report it to MFR.

Manufacturer narrative:
"The review of our complaint file indicates that this is the first time such a pod problem is reported on prisma hf1000 lot number 06i0660p. No sample was available for investigation. According to other invetsigation on other lot numbers incriminated for the same type of defect we assume that he most probable cause seems to be a bad welding between both half-casing of the pods. Another possible cause can be a weakness of the pod membrane. A corrective action was implemented in 2006 by our sub-contractor. It consists in a 100% air pressure integrity test under 3 bars. The involved component was used in our assembly line in 2006, from prisma hf1000 lot number 06i1869. No further action will be taken. The lot was MFR before implementation of the corrective action. We continue to monitor and trend this type of defect. We consider there was no pt's safety issue because the incident has occurred during unloading of the prisma set after disconnection of the pt. However, even if the incident did not represent a risk for the pt, it could have presented a risk of infection/contamination for the nurse, due to the contact with external blood leak. For this reason, we decided to report this case an MDR."